Event description:
The customer reported that the haptic of the +19.0 diopter aq2010v three piece silicone lens was bent upon receipt. Not loaded or used. No patient contact.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Results: a lens work order search was performed and there were no similar complaints found within the work order. Visual inspection of the returned lens confirmed the haptic was bent and there was a reddish residue on the lens surface. Conclusion: based on the complaint information, product evaluation and lens work order search we were unable to determine a specific root cause of the event. (B)(4).